Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the sensor glucose value was not available. During troubleshooting it was noted that when the customer removed the sensor the cannula was noted to be shorter than normal. Customer's blood glucose reading was noted to be 201.6 mg/dl. No product is expected to return for analysis.